Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient's competitive right ventricular (rv) lead was believed to be fractured. However, no x-ray or visual observation was able to confirm a fracture. A rise in pacing impedance measurements to greater than 2000 ohms was observed, as well as intermittent noise on the rv channel, which led to an inappropriate shock. This noise also inhibited rv pacing for greater than 2 seconds, resulting in periods of asystole and patient fatigue.

Manufacturer narrative:
A revision procedure was performed, during which the competitive rv lead was surgically capped and abandoned. And the device was electively replaced due to it's age. Subsequently, this device was returned to our post market quality assurance laboratory for analysis. A detailed visual inspection of the device found no anomalies. The device was then subjected to a series of automated diagnostic tests that verified normal pacing, sensing, defibrillation, and recording functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.